Event description:
Additional information was received that the patient was on drug therapy, intubation, and ventilator support. The patient passed away in the hospital. The aspiration pneumonia was due to a decline in activities of daily living (adl) and was not considered to be device related.

Manufacturer narrative:
A4 - patient weight not provided. B5 narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to aspiration pneumonia.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 due to aspiration pneumonia. The patient was put on drug therapy, intubation, and ventilator support. The patient developed respiratory failure on (B)(6) 2024 due to the aspiration pneumonia and was intubated for 16 days.

Manufacturer narrative:
Section a4: patient weight corrected. Section d4: primary UDI corrected. Section d6b: date of explant corrected. Section d9: corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned for evaluation after the patient passed away due to aspiration pneumonia. The aspiration pneumonia was due to a decline in activities of daily living and was not considered to be device related. The patient developed respiratory failure due to the pneumonia and was intubated prior to passing away in the hospital. Evaluation of the returned pump did not reveal any findings that would have contributed to a functional issue. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump housing. The modular cable and the remainder of the pump cable were not returned. The apical cuff was not returned. Approximately 1¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The retrieved lvad (left ventricular assist device) log files from the returned device showed the pump operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection and respiratory failure as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complications. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.